Event description:
Repair technician was called for dim aiming beam on a yag laser. The aiming beam on this model is mounted on the chassis of the device. The cutting beam is mounted on a floating top. Frequent moving or jarring of the unit can result in a loss of beam coincidence.